Manufacturer narrative:
The platinum bright tip fiber was not returned to the manufacturer for evaluation and the location of the fiber damage was not reported. The root cause is undeterminable.

Event description:
Account reported that during a vari-lase procedure, a segment of the platinum bright tip fiber detached requiring surgical intervention.